Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable pulse generator (ipg) was unable to take and adjust atrial capture management data. It was also reported that the ipg time was not set correctly. The ipg remains in use. No patient complications have been reported as a result of this event.